Event description:
It was reported that low impedance and noise oversensing anomaly were observed on the right atrial lead; there were no adverse consequences to the patient as a result. It was noted that lead sensing and capture were within range. The lead remains implanted. The patient would continue to be monitored.